Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the radiofrequency (rf) head was not communicating with devices. It was also noted that the device was corroded and the case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku.

Event description:
It was reported the rf programmer head was not communicating with devices. The outer casing was cracked, and it may be wet inside. No patient involvement or complications were reported.